Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the ventricular pacing voltage was found to be set to 5v by the autothreshold function, whereas manual threshold tests gave ventricular pacing thresholds of 0.75v during the previous follow-up and 0.5v during the last follow-up. The autothreshold function remained programmed to ¿monitor¿. It was also reported that the patient is pacemaker-dependent and with permanent atrial fibrillation.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the ventricular pacing voltage was found to be set to 5v by the autothreshold function, whereas manual threshold tests gave ventricular pacing thresholds of 0.75v during the previous follow-up and 0.5v during the last follow-up. The autothreshold function remained programmed to monitor. It was also reported that the patient is pacemaker-dependent and with permanent atrial fibrillation.

Manufacturer narrative:
Please refer to the attached analysis report.